Manufacturer narrative:
(B)(4). Date of follow-up report 07/13/2016. One used lf5544 ligasure was received for evaluation. Visual inspection found the clear insulation was intact and not damaged. The blue jaw insulation was slightly melted but no pieces appeared to be missing and no bare metal was noted. The reported condition of a piece of the jaws disengaging was not confirmed. The identified issue of jaw melting is attributed to user error. Activating the monopolar function for an extended period of time when tissue is within or contacting the side of the jaws can cause energy to flow through an alternate path other than the monopolar tip and melt the insulation. The IFU included with this product states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. A review of the device history records for this lot found no potentially contributing factors, and no trend is associated with the identified issue.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that sparks were noted when the device was used in the valleylab mode and that the insulation became torn and fell off of the device and into the patient cavity. The insulation was retrieved with no patient injury.